Event description:
Removed infected right breast implant. Originally placed on 12/93 at another hosp. Pt had a revision on 4/94, and has been infected at least since 1/95 when dr started caring for her.